Manufacturer narrative:
Product analysis: kinks were evident along the hypotube. The stent returned intact and the proximal and distal balloon folds were unopened. Negative prep was performed with no issues noted. The device was inflated to 18atm (rbp) successfully with no issues noted. There was a kink on the distal shaft 15cm distal to the guidewire entry port. There was deformation to the distal tip.

Event description:
It was reported by the physician that there was inflation difficulty with a resolute onyx rx drug eluting stent. The device was being used in the mid right pda of a patient with moderate tortuosity, mild calcification, 75% stenosis and artery diameter of 273 mm and lesion length 28 mm. No anatomical abnormalities were noted. No damage was noted to the packaging and no issues were found when removing the device from the hoop. The device was inspected with no issues reported. The lesion was pre-dilated. No resistance was reported and no excessive force was used when advancing the device. The device did not pass through a previously deployed stent. The device was not moved or re-positioned prior to the inflation difficulties. It was reported that the doctor introduced the stent in the patient and after inserting the stent, the balloon would not inflate. The balloon was completely intact when removed from the patient. The physician completed the procedure using another ronyx27530x stent. It is reported that the same inflation device was not successfully used with other devices pre or post the inflation difficulties encountered. No injury was reported to the patient. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.